Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results are inconclusive as the exact cause of the annular rupture is unknown. However, it could be related to calcification not appreciable on imaging or potential factors listed above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), during the placement of the 26 mm sapien 3 ultra case in aortic position, by transfemoral approach, there was good valve deployment with rapid pacing. Initially, the patient had good hemodynamics but then there was an abrupt pea arrest. Echo showed a small pericardial effusion. CPR commenced, anesthetic and surgical support was called. It was attempted to drain effusion with pericardiocentesis, but failed. Protamine was given to reverse the likely aortic rupture. The patient was transferred for emergency savr. Unfortunately, the patient expired in the operating room due to annular rupture.

Manufacturer narrative:
As per additional internal review, calcification was seen on imaging, therefore a correction is being submitted. Imaging review impression found that s3u 26mm implantation was followed by pea, cardiac arrest after valve deployment due to annular rupture. 3mensio confirmed proper sizing of 26 mm s3u valve. It also showed that the leaflets were severely calcified with a chunk of calcification protruding in lvot from ncc. The exact cause of the annular rupture remains unknown, but calcification could have contributed to the event.